Event description:
Customer called to report the pump's driver block clip broke. It was stated that the driver block clip did not snap back into place, stayed loose and rattles. Device had not been dropped, bumped, or exposed to moisture.